Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patient has noise on the rf channel that showed up on a hm transmission. Noise with intrinsic rv events were classified in the vf zone and was detected for vf. Episode aborted and patient did not get shocked. Lead values are all stable. Far field signal is abnormal. Device remains implanted.